Event description:
The customer/nurse reported that a red alarm may not have gone off for pt. The customer/nurse states they did not hear it.

Manufacturer narrative:
Both the philips field svc engineer (fse) and the hosp biomed tested the involved mp30 simulating a variety of red and yellow alarm condition(s), all tests passed. The fse collected the alarm logs, which were analyzed by a philips clinical specialist. The logs show alarms occurring for this pt at the time in question with evidence of many alarms that were silenced by users. Based on the log info, a vent fib/tach alarm and asystole alarm occurred consecutively at 18:57:39 and 18:57:41 and were suspended at the central station. The lack of clinical response to the pt's worsening condition at the bedside cannot be ruled out as a factor in the pt's death. There is no allegation or info to support that a device malfunction occurred. The device remains in use at the customer site.